Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The cause of the complaint was not determined. The lot number was not provided; therefore, a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the cassette) on the home choice (hc) during dwell 6 of 6. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was undetermined. The patient would finish with manual supplies and call the nurse. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.